Manufacturer narrative:
H3: product analysis of product no: 5584111, lot no: k23d1242 visual inspection confirmed the entire torx tip of instrument has been sheared off. Optical examination of the fracture surface revealed a fairly flat fracture surface and circular material flow. The damage to the driver is consistent overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding few devices used for spinal therapy. It was reported that all the instruments are broken or worn from use. Additional information was received from the manufacturer representative stating that two drivers has broken off tips and one rod reducer was missing a screw and came unhinged. The remaining items were worn such that they no longer performed correctly. All involved physicians and staff have been notified of our actions to replace these items. There was no patient involvement reported. There were no further complications reported regarding the event.